Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the physician accidentally screwed the ventricular setscrew in before the lead wasi nserted into the device. Subsequently, the physician was unable to remove the setscrew, and after multiple attempts, the setscrewfinally broke. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the physician accidentally screwed the ventricular setscrew in before the lead was inserted into the device. Subsequently, the physician was unable to remove the setscrew, and after multiple attempts, the setscrewfinally broke. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.